Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported device issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power. The customer indicated that the patient was being monitored and confirmed to be stemi but was not in need of any defibrillation therapy. When the device lost power during the event, the customer was unable to resume operation of the device. The customer did indicate that both of the batteries installed had been fully charged. No additional information on the event was provided to physio-control. It is unknown if the patient suffered any adverse effects.